Event description:
A medtronic representative received a report from a surgeon stating that he was unable to lock the precision aiming device without the aid of a tool. The site has previously purchased a replacement device. Since this event was reported outside the operating room no patient was present at the time of the alleged malfunction.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. A medtronic evaluation of the returned suspect device finds the lower adjustment screw is tight but is still able to lock down by hand. Malfunction directly caused event.